Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. A continuum trilogy liner provisional (lot 61965427) was returned for evaluation. As returned, a portion of the rim feature is fractured and missing. A deep gouge is seen on the rim opposite of the fracture. The device exhibits wear & tear that indicates repeated use during a potential field age of approximately 7 years. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(6).

Event description:
It was reported that a small fragment was missing out of the provisional mm 36 elevated liner. It could not be confirmed whether this had occurred during the current case, or was pre-existing from sterilization or prior case. Attempts have been made and no further information has been provided.